Event description:
It was reported that patient¿s dad called to report malfunction message on pump that showed malfunction code and fault ID but did not recur after reset. There was no adverse impact to the customer's blood glucose level, and blood glucose before the call was 11.8 mmol/l. Customer, with assistance from technical support, reset pump using provided instructions, confirmed malfunction did not return, and was advised to continue using pump and to call back if malfunction message occurred again, which caller acknowledged and understood.